Manufacturer narrative:
This is one of two 3500a reports being submitted. Please reference MFR report number: 2084725-2009-00451.

Event description:
Customer alleged two employees experienced peroxide contact. The first employee experienced the contact when handling a package that contained a laryngoscope that was processed in a sterrad 50 sterilizer. He received a contact on his hand (side unk). He reported a slight burning and rinsed the contact area. He is fine as of this call. The employee did not seek medical attention.